Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because of a product advisory. A new device (same model number) was implanted. There are no clinical product performance allegations against the device.